Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h6, h10. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous reports submitted on (B)(6) 2020 were submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920-2020-00464

Event description:
This follow-up report is being filed to relay that the previous reports submitted on (B)(6), 2020 and (B)(6) 2020 were submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920-2020-00464

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed precoat tibial component size 4, catalog #: 00598003702, lot #: 63728135. Unknown nexgen lcck articular surface, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). It is unknown at this time whether the product will be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-02612.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address instability and breakage of a screw approximately three (3) years post-operatively. Attempts have been made and no additional information is available at this time.